Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker delivered inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service. No adverse patient effects were reported.